Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20027024, medical device expiration date: 2025-02-27, device manufacture date: 2020-02-27; medical device lot #: 19115189, medical device expiration date: 2024-11-01, device manufacture date: 2019-11-01. Investigation summary: three photos were received by our quality for evaluation. The set and packaging information was observed within the photos provided. However, since the photos did not show the occlusion issue the incident could not be verified. A device history record review for model mx9171 lot numbers 20027024 and 19115189 was performed. The search showed that a total of (B)(4) units for lot number 20027024 and (B)(4) units for lot number 19115189. 20027024 lot number was built on 28feb2020 and lot number 19115189 was built on 02nov2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of these sets. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 16 in non-dehp standard bore ext set leaked during use. The following information was provided by the initial reporter: material no.: material no.: mx9171, batch no.: 20027024, 19115189. It was reported that the micron 1.2 filter is "clogging". We became aware of repeated instances where the staff have shared that the above product continues to leak when using intralipids. Looking into the (B)(6) supply room I found 2 different lots.